Event description:
The disposable loading unit was used with another disposable stapler during a laparoscopic nissen procedure. The knife blade did not fully cut. The surgeon used another cartridge to complete the procedure. No pt injury was reported.